Manufacturer narrative:
(B)(4). This complaint could not be confirmed during baxter and haemotronic's sample evaluation. Because the complaint could not be confirmed, root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) that during prefilling, it was noted there was a leak on the arterial tubing. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been received and is currently being evaluated. A follow-up report will be submitted upon completion of the evaluation.